Manufacturer narrative:
(B)(4).

Event description:
As reported: patient pulled out his double lumen femoral central line. Upon doing so, one lumen broke off, leaving the second lumen still in the patient. The lumen that remained in the patient was just pulled out as there was enough sticking out of the patient to be manually pulled out, not requiring any surgery, no new line was placed and the patient was discharged the following day.